Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient reported that they had a rechargeable ins implanted in germany and within seconds of waking up after the surgery they felt like something was wrong and had "massive fatigue." The patient mentioned that a "brain injury and other things" resulted from that surgery, and the "worst side effects of all time." At the beginning of the call, the patient mentioned that "talking is hard" because of the surgery. The patient stated that they are bedbound 24/7. A couple of weeks after the ins implant surgery, the patient noticed that they experienced symptoms that made them feel suicidal when the ins turned itself off (the patient said the ins turned itself off if they forgot to charge it). When the ins is turned off, the patient said they have to tie their wrist to their bed post until the ins is charged to 51% and turned on so they don't commit suicide. When they feel suicidal, the patient said it feels like the whole world is closing in, and it feels like being on the titanic when it's sinking. The patient stated th at the fatigue and other symptoms they have experienced as a result of the ins surgery don't bother them compared to feeling suicidal. The patient mentioned that they know a few people who have dbs for ocd who are totally fine when the ins is turned off, noting that those people do something called "jumping" which is where they turn the ins off for an hour and after they turn it back on they suddenly get a surge and feel a lot better. The patient did not indicate that they experienced the "jumping." The patient confirmed they have mental health support when they are feeling suicidal, noting that they have a caregiver as well as a support dog. The patient mentioned that their ins has been on high voltage for 6 years and they aren't sure when it's going to run out. The patient is concerned they will live in a terrifying "suicidal land" if the ins runs out and they are unable to replace it.